Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm for iab loop leakage every two hours, and then the spare equipment was immediately replaced. There was no impact on the patient. There was no impact on the patient.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the pneumatic module assembly. Functions were restored. All functional and applicable tests were performed. The failure analysis and testing dept. Received part number with a reported unit failure of a leak alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. Passed all tests. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.